Manufacturer narrative:
Additional information (20-sep-2022): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Hsc concluded that this is an isolated patient sample integrity issue. Repeat of the same sample yielded the expected results. A potential product issue was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR was filed on 14-sep-2022.

Event description:
A discordant falsely elevated total prostate specific antigen (tpsa) result was obtained on a patient sample that was being reprocessed on a dimension vista 500 system. The falsely elevated result was not reported to the physician(s). The same sample was reprocessed on the same dimension vista 500 system multiple times, and lower tpsa results, considered correct, were obtained. The lower reprocessed results were consistent with the initial result produced for this patient sample which was obtained prior to the falsely elevated result. The lower reprocessed result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total prostate specific antigen (tpsa) result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated total prostate specific antigen (tpsa) result obtained on a patient sample that was being reprocessed on a dimension vista 500 system. Siemens is investigating the event.